Event description:
Increased pain was reported. An x-ray done (B)(6) 2011 revealed that the catheter migrated. The catheter was replaced (B)(6) 2011. The outcome was reported resolved without sequelae. The pump delivered dilaudid, bupivicaine and baclofen.

Manufacturer narrative:
Catheter model # 8709 lot# n281958004 implanted: (B)(6) 2011 explanted: (B)(6) 2011; 8835 personal therapy manager serial # (B)(4).

Manufacturer narrative:
(B)(4).